Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was advised to replace the supplies as necessary and resume insulin administration.